Manufacturer narrative:
Through investigation of the lot code by the manufacturing facility in nuevo nogales, it was found that u by kotex sleek regular tampons were produced. Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The reported brand name of this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported her u by kotex click tampon fall apart upon removal and she experienced severe pains later. A week later she saw her doctor but the pain had stopped since then and she has no plans to return to the doctor.